Event description:
It was reported that during a low anterior resection, the device did not cut all the way and when removed, it tore part of the anastomosis. Another device was opened with the same results. A competitor's device was used to complete the case. There was no reported patient consequence.